Manufacturer narrative:
Concomitant products: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle lead, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 16902518.

Event description:
It was reported that the patient was experiencing inadequate stimulation and a change in stimulation due to lead migration which was confirmed through an x ray. The patient was having a tingling and numbness at the bottom of feet. The patient underwent a lead revision procedure wherein the lead was pulled back down. The patient was doing well postoperatively.